Event description:
A monarc sling was implanted on (B)(6) 2011. It was reported that on (B)(6) 2011 the pt complained of right sided pain and recurrent incontinence after initially being dry following sling implant. A cystoscopy revealed a pattern on the right side of the bladder that resembled mesh, but there was no mesh exposure. A CT scan showed a right sided abscess, medial to the obturator internus muscle. Info received on (B)(6) 2011 indicates that the pt was taken to surgery on (B)(6) 2011 for sling removal and abscess drainage "about 4.5 of the sling was removed from the pt and the post op period has been uneventful. A drain was left in for two days and removed. The pt is doing well and will be reimplanted in four months."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.